Manufacturer narrative:
(B)(4). The customer reported that the unit shows a "power interrupted" screen message and fails to recognize the batteries. There was no report of pt involvement. The customer called philips to order new batteries replacing the batteries resolved the failure.

Event description:
The customer reported that the unit shows a "power interrupted" screen message and fails to recognize the batteries. There was no report of pt involvement.